Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information.

Event description:
The reporter stated that a kompressor screw was being placed in a first metatarsal when the tip of the trailing driver collapsed on itself, and a piece about 1mm x 1mm broke off into the pt's surgical wound. Radiographs were done and the fragment was retrieved. It was decided to leave the screw head in the bone, seated 2mm proud. The screw head was not removed or countersunk more.